Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device was retrieved for evaluation. The ring appeared in general good condition, excepting in one of the extremities that appeared frayed. After decontamination, the device was visually inspected by means of microscope. The results showed that the dacron fabric frayed in a morphology congruent with an inadvertent contact with the blade of the scalpel or scissor when the anterior portion of the ring was removed. Based on the investigation performed, the root cause of the reported event can be traced to an inadvertent use error in line with the medical judgment received. Furthermore, no material deficits were identified during the document review and inspection on the returned device. No serious injury or adverse event for the patient occurred. As such, no further investigation is warranted at this time.

Event description:
On (B)(6) 2021, an annuloflex mitral annuloplasty ring af-834 was attempted to be implanted. The ring was cut at anterior cut points by the cv resident. Fraying occurred at a3-p3 portion of ring. The ring was discarded. Another af-834 was opened and the same cv fellow removed the anterior portion by cutting annuloflex anterior cut points. There was no fraying of ring, that was implanted with no incident. The procedure went well with 10 minutes increase in cross-clamp time. The patient had normal recovery. Based on the information reported by the physician, the event may be due to use error occurring at the time of the removal of the anterior portion of the ring.